Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event and got treated with intravenous (IV) fluids of saline and insulin. Blood glucose level was 600 mg/dl at the time of the event and was caused by bent cannula. Patient also took multiple daily injections (mdi) to resolve the blood glucose issue. The infusion set was in use for one day. Duration of emergency room (ER) stay was six hours. The patient was released from the hospital on the same day. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.